Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the ins not working and not controlling the bladder was caused by a low battery. To resolve the issues, they changed the batteries and upped the amplitude.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunctions/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to get the program changed on her device. The patient stated that she went to her health care professional (hcp) last week and he thought she needed the program changed a little bit. The patient mentioned the problem was that she could not get up fast enough to go to the bathroom, so the hcp wanted her to try a different program. It was confirmed that stimulation was on and on p4 at 2.6v. The patient also confirmed she was able to change programs and/or adjust stimulation and she felt stimulation in the correct area. The patient changed to p1 at 2.2v to see if this setting would work better. There were no further symptoms or complications reported or anticipated. Follow up information was received from the patient reported that the nothing had changed and the issue of not getting up fast enough to go to the bathroom had not resolved. There were no further complications reported or anticipated. Additional information was received. It was reported that the patient felt like the ins just stopped on her but the patient programmer showed the ins was working and on. The patient stated that she was not able to use the ins at night or it wasn't working at night. It was also mentioned that therapy was not working, it just quit all of a sudden. In the past weeks, the patient has increased stimulation and tried many different programs but nothing was working for her. The patient stated that each time she changed the program or increased it was like nothing was going through or that there was no connection between the two. When the patient changes programs she could feel the stimulation and it did seem like it was working all the time but needs the ins at night to help control the bladder. The patient was back to wearing diapers and flooding the bed and reported that it was like there was no stimulation there any more. It was confirmed that the issue was only during the night time and the patient would leave the ins on during the day. The patient also mentioned that at night she would not feel the stimulation and could feel it during the day but now she could barely feel stimulation during the day. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the lack of therapy without the patient programmer (pp) was not determined. The actions/interventions taken to resolve the lack of therapy without the pp was the patient has met with the healthcare provider's (hcp) office, has had phone conversations, and met with a manufacture representative (rep), but nothing seems to help. The lack of therapy without the pp issue has not been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the following with the healthcare provider (hcp). The cause of the lack of therapy without the patient programmer (pp) is unknown. The actions/interventions taken to resolve the lack of therapy without the pp was the rep has met with the patient multiple times for programming and the patient connected to the implantable neurostimulator (ins) without an issue. The rep has corresponded with the patient multiple times over the last couple of months regarding this issue. As a result of what was reported, the hcp's office is ordering x-rays. The patient is still not happy with their results. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient said the cause of the lack of therapy without the patient programmer (pp) was a lack of stimulation. The actions/interventions taken to resolve the event were they were reprogrammed on (B)(6)2018. The event hasn't been resolved. The patient further said after one week of no change, they are going to have to get xrays. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who reports only having symptom control for the first two weeks after implant; a loss of symptom relief/control/therapy was reported. Patient said therapy doesn't seem to help, but when their patient programmer (pp) is kept directly over the implantable neurostimulator (ins) site, therapy seems to be working. They further clarified that they aren't getting symptom control unless they put their pp directly over the ins site. They mentioned this several times with their manufacture representative (rep), but the patient said the rep isn't supportive in determining what the issue could be and doesn't believe what they are reporting is possible. The patient has previously worked with each of their programs and has tried increasing stimulation as high as they can tolerate. Patient has tried sleeping with their pp over their ins site for the last two nights and said they had better symptom results. Patient said last friday, they had scope tests at their healthcare provider's (hcp) office and was told everything tested fine. However, they hcp doesn't have a clinician programmer (cp) so the ins couldn't be checked or reprogrammed. During the call, the patient synched to their ins which showed stimulation was on. As a result of what was reported, an email was sent to the rep with a request to follow up with the hcp's office to schedule an appointment with the patient. No further patient complications have been reported as a result of this event.